Event description:
It was reported that during a subfascial endoscopic perforator surgery, the device was taken out of the packaging and the scrub nurse handed the device to the surgeon. The surgeon closed the jaws of the device to release the clip; however, the clips did not come out of the jaws of the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of the el5ml device (b) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely. Please note that an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.